Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation revealed that the device could not start-up (error 32 presented) and could not operate on ac or battery power, establishing a relationship between the device and reported event. The root cause has been confirmed as a defective battery. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was displaying the error 32 (device failed). No patient involved, found during service and repair.

Event description:
It was reported that the device was found to be unable to start up correctly displaying the error 32 (device failed), besides the battery is defective. No patient was involved because this was found during service and repair.